Event description:
Per the clinic, the patient developed a bacterial infection at the implant pocket. Subsequently, the patient was hospitalized on (B)(6) 2024 for a duration of five days. During the admission, the patient was administered with IV antibiotics (specific date and duration not reported). Following discharge on (B)(6) 2024, the patient was treated with oral antibiotics (specific date and duration not reported). A month later, the patient was placed under general anesthesia on (B)(6) 2024 in order to surgically open and clean the area around the implant. The implanted device remains.

Manufacturer narrative:
This report is submitted on july 01, 2024.